Event description:
Patient reported right side "rupture, capsular contracture baker grade unknown, calcification, pain, and bump on implant". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, calcification, pain, bump.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b.

Event description:
Healthcare professional later confirmed baker grade IV and device was found to be intact. Device has been explanted.